Manufacturer narrative:
Device not available for return.

Event description:
It was reported that during a surgical procedure at the user facility, the manifold clogged. While attempting to clear the clog, the manifold broke apart and the nurse handling the manifold was splattered with surgical waste. The nurse was wearing personal protective equipment and did not come in direct contact with the waste. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.